Event description:
It was reported to boston scientific corporation on november 07, 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the physician reported that the prolieve catheter's prosthatic balloon "popped".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has not been received for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.